Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had minor scratches on the display window. The device passed the prime, displacement, basic occlusion and excessive no delivery alarm tests.

Event description:
Diabetes mellitus the customer reported receiving alarms up to twice a day. Her blood glucose was 102 mg/dl. The customer refused to troubleshoot. Nothing further was reported.